Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8.5f sheath hole prior to a cryo ablation interventional procedure. Reportedly, the device was pulled too far out of the anatomy before inserting the guidewire thus the access was lost at the site. The suture was cut, pre-close was abandoned and hemostasis of the access site was achieved via manual compression. A new access site was gained to proceed and completed with another prostyle. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.